Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the 2.5x10mm non-compliant balloon was advanced and dilated the under expanded stent , the implanted stent was fully apposed to the vessel wall. Nineteen days after post stent deployment to the mid to distal first obtuse marginal (om1), and 63 days post index procedure, the patient became bradycardic and hypotensive, and she developed respiratory distress and was given with atropine and dopamine. A code protocol and cardiopulmonary resuscitation(CPR) were initiated and the patient underwent endotracheal intubation. Subsequently, coronary angiography was performed and revealed no reflow of the left circumflex artery (lcx) and left anterior descending artery (lad), and a 2.25x30mm non-bsc drug eluting stent was implanted into the ostium of the proximal lad. Blood flow was re-established in the lcx and lad; however, the subject developed ventricular fibrillation. The patient was defibrillated with 5 shocks, but entered pea (pulseless electrical activity. Resuscitation attempts were conducted for 55 min, however the patient died the same day.

Manufacturer narrative:
(B)(4). Event date corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
It was further reported that following predilatation, there was reduction in flow secondary to plaque shift. The vessel dissection was treated with sequential inflations of a semi-complaint balloon and blood flow improved. Intravascular ultrasound (ivus) confirmed the stent was inadequately expanded, requiring the use of a 2.5x10mm non-complaint balloon. Post the index procedure, chest pain continued, but was improved. The patient was discharged on aspirin and brilinta. Clopidogrel was discontinued. As an outpatient, the patient complained of continual exertional angina and underwent a myocardial perfusion study. The findings of infero-lateral ischemia were considered a reflection of the non-st elevated myocardial infarction that occurred prior to the index procedure and had not resolved. In (B)(6) 2015, the patient was seen for post stress testing. The patient continued to experience exertional chest pain and shortness of breath, was fatigued and had limited mobility. A percutaneous coronary intervention to the distal first obtuse marginal branch (om1) was begun to treat the 50% in stent-restenosis. The lesion was predilated with sequential inflations of a 2.25x12mm semi-compliant balloon. Intravascular ultrasound(ivus) confirmed severity and moderate calcification. A 2.5x22mm non-bsc stent was deployed at 9atm in the mid to distal om1.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that vessel dissection occurred and the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. The 99% stenosed, 10mmx2.5mm and timi 2 flow target lesion was located in the severely calcified and mildly tortuous first obtuse marginal. The lesion was treated with pre-dilation of a 2.5mm balloon catheter at 12 atmospheres followed by placement of a 2.50x12mm promus premier stent. Post stent deployment, grade a dissection was noted that required an unspecified intervention. Following post-dilation of a 2.5mm balloon catheter at 16 atmospheres, residual stenosis was 0% and a timi 3 flow. One day post procedure, the patient was discharged with antiplatelet medication. On an unspecified date, the patient experienced a fatal cardiac arrest and the patient died.